Event description:
It was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as enterobacter cloacae for one (1) sample. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: device available for evaluation: yes device eval by manufacturer? Yes returned to manufacturer on: 03-may¿ 2024 h.6 investigation summary this complaint is for misidentification of escherichia coli as citrobacter species and providencia rettgeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3311828. The customer returned panels, isolates and phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show an isolate identified as e. Coli and enterobacter cloacae when using the complaint batch. Isolate 33500361 was not a pure culture and not used in investigation testing. The other four customer returned isolates were verified on a bruker maldi biotyper and labeled as e. Coli sq-8, e. Coli sq-10 and e. Coli sq-12. To investigate, retention and customer returned panels from the complaint batch were tested using customer returned isolates e. Coli sq-8, e. Coli sq-10 and e. Coli sq-12 on a phoenix m50 machine and evaluated for identification results. In addition, one control panel from the same material but different batch was tested using customer returned isolates e. Coli sq-8, e. Coli sq-10 and e. Coli sq-12 on a phoenix m50 machine and evaluated for identification results. The nine panels tested identified their inoculated isolate correctly, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed two additional complaints on the complaint batch, related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
G5: the panel phoenix nmic ID-307 is a panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as enterobacter cloacae for one (1) sample. There was no report of patient impact.